Manufacturer narrative:
Medical device problem: FDA 4081 device label look-alike (non-codable).

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Life threatening hypo [hypoglycaemia]. 2 pens both had blue casing, noticed that the portable cases were the same in appearance too [device colour issue]. I incorrectly took too much ((B)(4)) of bolus (fast acting) novo rapid insulin [extra dose administered]. Patient pick up the wrong insulin and incorrectly took too much ((B)(4)) of bolus (fast acting) novo rapid insulin [wrong product administered]. Patient use the dialling clicks to estimate the dose of the product [wrong technique in product usage process]. Case description: this serious spontaneous case from the united kingdom was reported by a consumer as "life threatening hypo(hypoglycemia)" with an unspecified onset date, "2 pens both had blue casing, noticed that the portable cases were the same in appearance too(device color issue)" with an unspecified onset date, "I incorrectly took too much ((B)(4)) of bolus (fast acting) novo rapid insulin(extra dose administered)" with an unspecified onset date, "patient pick up the wrong insulin and incorrectly took too much ((B)(4)) of bolus (fast acting) novo rapid insulin(wrong drug administered)" with an unspecified onset date, "patient use the dialling clicks to estimate the dose of the product(wrong technique in product usage process)" with an unspecified onset date, and concerned a patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", , novopen echo plus (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", , novorapid penfill (insulin aspart) from unknown start date for "type 1 diabetes mellitus", current condition: type 1 diabetes mellitus (since 20 years), proliferative diabetic retinopathy. On an unknown date, it was reported that the patient used the dialling clicks to estimate the dose of the product. It was reported that the patient was taking other insulins along with novorapid. There were no recent changes in diet and exercise. Patient had recently changed from another pen to the current novopen (pen used before was not reported). It was the first time that the patient is treated for this indication. Patient was involved in the medication error. The outcome for the event "patient use the dialling clicks to estimate the dose of the product (wrong technique in product usage process)" was not reported. Investigational results: name of the suspect product: novopen echo plus batch number of the suspect product: unknown. No investigation was possible, because neither sample nor batch number was available. Name of the suspect product: novopen echo plus batch number of suspect product: unknown. No investigation was possible, because neither sample nor batch number was available. Name of the suspect product: novorapid penfill batch number of suspect product: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: -medical history updated by adding proliferative diabetic retinopathy -operator of device and trained user updated for novopen echo plus pens -device addendum- annex a code added, device narrative regenerated -event patient use the dialling clicks to estimate the dose of the product (wrong technique in product usage process) added -event assessment and product event details updated -investigation results added for suspect novorapid penfill and novopen echo plus pens. -final report check box was ticked in EU/ca device tab of novopen echo plus pens -expected date of follow up report was removed in EU/ca device tab of novopen echo plus pens -is non-reportable? Field was updated as "no" for novopen echo plus pens -imdrf codes updated in device addendum (b, c, d and g codes) -suspect product recoded to novorapid to novorapid penfill. -narrative updated accordingly. References included: reference type: e2b company number. Reference ID#: gb-novoprod-(B)(6). Reference notes: reference type: mw 3500a MFR. Rpt. # reference ID#: 9681821-2024-00131. Reference notes: medwatch 3500a MFR. Report number. Reference type: mw 3500a MFR. Rpt. # reference ID#: 9681821-2024-00130. Reference notes: medwatch 3500a MFR. Report number. Final manufacturer's comment: 31-aug-2024: the suspected devices (novopen echo plus) have not been returned to novonordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen echo plus. H3 continued: evaluation summary: name of the suspect product: novopen echo plus. Batch number of the suspect product: unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event [preferred term] (related symptoms if any separated by commas) life threatening hypo [hypoglycaemia]. 2 pens both had blue casing, noticed that the portable cases were the same in appearance too [device colour issue]. I incorrectly took too much (22 units) of bolus (fast acting) novo rapid insulin [extra dose administered]. Patient pick up the wrong insulin and incorrectly took too much (22 units) of bolus (fast acting) novo rapid insulin [wrong product administered]. Case description: this serious spontaneous case from the united kingdom was reported by a consumer as "life threatening hypo(hypoglycemia)" with an unspecified onset date, "2 pens both had blue casing, noticed that the portable cases were the same in appearance too(device color issue)" with an unspecified onset date, "I incorrectly took too much (22 units) of bolus (fast acting) novo rapid insulin(extra dose administered)" with an unspecified onset date, "patient pick up the wrong insulin and incorrectly took too much (22 units) of bolus (fast acting) novo rapid insulin(wrong drug administered)" with an unspecified onset date, and concerned a patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", , novopen echo plus (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", , novorapid (insulin aspart) (novorapid regimen # 2 22 units) from unknown start date for "type 1 diabetes mellitus", patient's height, weight and body mass index (bmi) were not reported. Current condition: type 1 diabetes mellitus (since 20 years). On an unknown date, 6 months ago patient changed from disposable insulin pens to novo nordisk echo plus pens. The 2 pens both had blue casing but held basal and bolus insulin cartridges. On an unknown date, patient incorrectly took too much (22 units) of bolus (fast acting) novo rapid insulin which had resulted in combating a life threatening hypoglycemia. Patient reflected on what went wrong and how to prevent recurrence, hence it was identified that the insulin case colour was changed to red for novorapid to distinguish them and then noticed that the portable cases were the same in appearance too. Patient then decided to sew in a red thread on the red pen outer case. It then provided differentiation and also as it was raised then was also able to feel the difference in the cases. If the outer case can not be changed to red for branding purposes then patient though a raised, red identification mark could and should be used. Batch number for novopen echo plus 1, novopen echo plus 2 and novorapid were requested. Action taken to novopen echo plus 1, novopen echo plus 2 was not reported. Action taken to novorapid was not reported. The outcome for the event "life threatening hypo(hypoglycemia)" was unknown. The outcome for the event "2 pens both had blue casing, noticed that the portable cases were the same in appearance too(device color issue)" was unknown. The outcome for the event "I incorrectly took too much (22 units) of bolus (fast acting) novo rapid insulin(extra dose administered)" was unknown. The outcome for the event "patient pick up the wrong insulin and incorrectly took too much (22 units) of bolus (fast acting) novo rapid insulin(wrong drug administered)" was not reported. Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated. Preliminary manufacturer's comment: 16-jul-2024: the suspected devices have not been returned to novonordisk for evaluation. No conclusion is reached. Company comment: life threatening hypoglycemia is assessed as listed event according to novonordisk current reference safety information on novorapid. Usage of bolus insulin in large dose has contributed to the reported event in the patient. However, information on concomitant medications and illness, treatment if any received, relevant clinical and investigation results are unavailable for thorough medical assessment. This single case report is not considered to change the current knowledge of the safety profile of novorapid.